Event description:
It was reported that a patient fell and had to have a lead revision. The fall happened somewhere between (B)(6) 2001 and the revision in (B)(6) 2011. A manufacturing representative was at the revision surgery. It was stated that the patient pulled the leads out from this fall. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted when more information becomes available.

Manufacturer narrative:
Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011, product type: lead. Product ID: 37092, lot# 278130002, implanted: (B)(6) 2011, product type: accessory. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011, product type: lead. (B)(4).